Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems and bleeding. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient underwent dissection of vaginal epithelium, placement of mid urethral sling in a hammock manner, and cystoscopy on (B)(6) 2010 due to stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 01/19/2017.